Event description:
A filter did not open following deployment via a jugular approach. A second filter was placed successfully without pt complications. No further details are available. This device remains implanted and will not be available for evaluation. Without further details, co is unable to determine the cause for this event. Co's directions for use state: "do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."